Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge despite troubleshooting attempt. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.